Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017 during a pacemaker implantation procedure, the subject lead was inserted into the patient's atrium. It was then attempted to test the lead using a st. Jude medical programmer as a pacing system analyzer (psa), but lead tests were unable to be performed due to noise. This noise was not improved by reconnecting the alligator clips to the lead connector or replacing the alligator clips and the psa cable. The lead was extracted from the patient's body and replaced with a different one, with which lead measurements were successfully obtained without noise.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 during a pacemaker implantation procedure, the subject lead was inserted into the patients atrium. It was then attempted to test the lead using a st. Jude medical programmer as a pacing system analyzer (psa), but lead tests were unable to be performed due to noise. This noise was not improved by reconnecting the alligator clips to the lead connector or replacing the alligator clips and the psa cable. The lead was extracted from the patients body and replaced with a different one, with which lead measurements were successfully obtained without noise.